Event description:
It was reported that burr detachment occurred. A 1.50mm rotapro was selected for rotablation. Upon opening the package, the burr was found to be broken outside the patient and was not used inside the patient. The procedure was successfully completed with another rotapro device. There were no patient complications and the patient remained stable and in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro atherectomy system was returned for analysis. Visual inspection of the device found that the sheath was kinked and worn at 5.2cm-4.5cm from the distal tip of the sheath. The coil was found to be bent and stretched for a length of 7mm, 5.9cm proximal from the distal tip of the burr. The sheath and coil damage is indicative to damage that could occur during rotation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that burr detachment occurred. A 1.50 mm rotapro was selected for rotablation. Upon opening the package, the burr was found to be broken outside the patient and was not used inside the patient. The procedure was successfully completed with another rotapro device. There were no patient complications and the patient remained stable and in good condition post procedure.